Event description:
It was reported that the patient had elevated lactate dehydrogenase (ldh) with dark colored urine. It was later reported that the etiology of the elevated ldh remained unclear but was likely a medication side effect. There were no changes to patient condition or anticoagulation status that would have contributed to the event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section d3, g1: updated information. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2023 through (B)(6) 2023. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including hemolysis. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.